Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39288; related manufacturer reference number: 2017865-2022-39289. It was reported that the pacemaker was found in unknown malfunction while right atrial lead and right ventricle lead exhibited lead noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct complaint codes should have been over-sensing and pacing problem rather than signal artifact/noise. The correct facility address should have been 1341 clark st. Rather than 326 highland ave. The correct fields for e2, e3, and e4 should have been yes, physician and no information, rather than no, non-hcp and no.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch.